Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00096-00. The date of that submission was 08-feb-2025. Investigation summary: received one (1) used. List #21-7308-24, reservoir, cassette, 250ml, fs. As received no damage or anomalies were observed. In attempts to replicate clinical use the cassette was filled using an ICU medical provided syringe and then inserted into a cad solis pump and primed for 10 ml. No difficulties filling, alarms or difficulty priming observed were observed. The complaint of blockage alarm cannot be replicated or confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that "when the operator used it with solis, a medical support rental product, the blockage alarm went off. The operator changed the cassette, but it didn't stop ringing. It seems that it could be used if solis was changed to legacy". This occurred during use. There was patient involvement, and no patient harm/adverse event reported.